Manufacturer narrative:
H11 - a supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1: event site name: (B)(6). Event site city:(B)(6). Event site telephone: (B)(6).

Event description:
It was reported immediately after the start of clinical use that cs100 intra-aortic balloon pump said optical sensor calibration not possible. No harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e3, g3, h2, h3, h6 (investigation findings, type of investigation, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse performed the operation check. "Optical sensor calibration was not possible and ap parameters were not displayed." The error was not reproducible. The optical sensor receiving part was cleaned. After each operation, we performed an operation check based on the inspection record sheet and confirmed that it is currently in good condition and working.